Event description:
It was reported that during an unknown procedure, the clip was unable to clip the vessel, one of the firings was empty. It is unknown how the procedure was completed. No patient consequence.

Manufacturer narrative:
(B)(4). Additional information: did the device fire intermittently? No. Did the device still have clips available? Yes. Which firing of the device did this event occur on? Not sure. What vessel or structure was the device fired on at the time of the event? Untold from the hospital. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? Not sure by surgeon. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Vats. What was found? Does the patient have any relevant history of surgical treatments? No. If so, what? Did somebody other than the primary surgeon fire the instrument? No. If so, whom? The analysis results of the device found that it was received empty and locked out. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.